Event description:
It was reported to philips by a customer that the unit's nav-ring does not function intermittently. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated the nav-ring failed on the unit. The rse dispatched an fse. It is unknown if any parts or repairs have been conducted about the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
Previous investigations have shown that liquid ingress due to the variability of the assembly process can cause the navigation ring to fail. Nothing more can be learned from these parts being returned until the nav-ring, plastic and/or membrane overlay designs are changed.

Manufacturer narrative:
Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged.

Manufacturer narrative:
The philips international field service engineer (fse) replaced the navigation ring front bezel. As a result, the reported issue was said to have been resolved. The unit was returned to service. No other anomaly was reported.